Event description:
It was reported that during a percutaneous peripheral intervention procedure a stent delivery catheter froze on a wire and a stent migration occurred. The target lesion was located in the right external iliac artery. The 8x42x750 sentinol stent delivery system (sds) was advanced through the lesion and the stent was deployed. As the sds was pulled back the device hung up and would not move freely. The physician tried to advance the sds forward but it would not advance. The sds was pulled harder, "everything was withdrawn as one unit" with the sds removed from the sheath. The sheath was reinserted, and it was noted the stent had slid down the common femoral artery. An unspecified balloon was advanced and inflated in an attempt to move the stent back into position, at that point it was noticed the stent had been stretched. The distal portion of the stent was still in position however the proximal portion was elongated. The procedure was converted an open procedure. The patient was taken to surgery for a femoral endarterectomy and the stent was removed. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a percutaneous peripheral intervention procedure a stent delivery catheter froze on a wire and a stent migration occurred. The target lesion was located in the right external iliac artery. The 8x42x750 sentinol stent delivery system (sds) was advanced through the lesion and the stent was deployed. As the sds was pulled back the device hung up and would not move freely. The physician tried to advance the sds forward but it would not advance. The sds was pulled harder, "everything was withdrawn as one unit" with the sds removed from the sheath. The sheath was reinserted, and it was noted the stent had slid down the common femoral artery. An unspecified balloon was advanced and inflated in an attempt to move the stent back into position, at that point it was noticed the stent had been stretched. The distal portion of the stent was still in position however the proximal portion was elongated. The procedure was converted an open procedure. The patient was taken to surgery for a femoral endarterectomy and the stent was removed. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the stent was not returned. Magnified inspection revealed no damage or irregularities. A .035" guidewire was advanced through the lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. It was reported that the target lesion was located in the right external artery; however it is noted within the dfu "the sentinol nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).